Event description:
It was reported that during the implantation of a device, 10 v pacing stimulation resulted in a muscle twitch under the clavicle. The lead was removed and replaced. It was also reported that defibrillation required more than 30 joules and the device was not able to achieve this. The first device was removed and replaced with a second device of a model with a higher output. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, however blood and tissue were noted on helix mechanism; full lead returned and analyzed.